Event description:
Pt confirmed they had high impedances which could not be resolved and their scs stimulator stopped working, so they had the stimulator replaced with another one from abbott yesterday. Pt wanted to know what to do with the old equipment from medtronic. Tss requested label from repair for donations of controller and recharger and emailed prs to update device information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimu lator (ins). The reason for call was patient reported that they can't adjust their settings anymore. Patient reported seeing the settings not available appear on their controller screen. Patient confirmed that they have not had any recent falls or injuries. During the call, agent had patient switch from group b to group a and patient reported group a was working. Patient switched from group a to group b and patient confirmed that group b was not working. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep) reporting that the patient had high impedances. Contact 1 showed 19,400 and contact 2 showed 26,560, both with red "!". The patient had a loss of stimulation and return of pain. The rep reprogrammed the patient on different electrodes. The rep used 4, 5, and 6. The rep tried using 01 but kept getting settings not available. The patient would see if programming was satisfactory. I not, md would refer for paddle lead placement for greater stability. The patient did state their bmi was 60 so the doctor would not revise/add perc leads and would refer for a paddle lead. The cause of the issue was unknown. The patient did note they had a history of frequent falls, but none that stood out to them right before getting "settings not available". The issue was resolved. The manufacturer representative indicated they would send any further information as they become aware.